Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. The patient code appropriate term / code not available captures the reportable event of surgery.

Event description:
It was reported that this right ventricular (rv) lead was revised. Additional information indicated that this lead exhibited high threshold soon after implant but continued to function appropriately. Further, the physician opted to reposition the rv lead during device upgrade. Hence, the lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was revised. The lead remains in service. No additional adverse patient effects were reported.